Event description:
Procedure: laparoscopic hernia repair. Reportedly, the baloon unfurled upward into the rectus muscle causing the muscle to tear. Procedure converted to an open procedure to repair muscle. No untoward sequelae reported.